Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when making the manual cuff inflation, the device had a rupture and did not allow for the space to be created. This was captured by camera and prevented space dissection and hemostasis.